Event description:
It was reported that after da vinci-assisted pulmonary lobectomy surgical procedure a prograsp forceps instrument had a broken wire after surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.